Manufacturer narrative:
A ge service representative performed an on site investigation. The servo controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was not able to perform motorized motion. Complete loss of motorized motion functionality may result in the inability to obtain certain necessary views. There is no report of injury or death associated with the event described in this complaint.